Manufacturer narrative:
The complaint is confirmed, the device was returned with both jaws fractured off of the distal end of the forceps. Both jaws were fractured at the thin transition point of the jaw. When the fractured jaws are placed back together all pieces are accounted for. It is noted that one of the jaws shows a large bend in the thin area at the fractured site. This distortion of the jaw would suggest that they were subjected to excessive force prior to fracturing. This would agree with the reported caller's statement of "the area was so hard that much pressure was applied on the jaw which caused it to fracture". The root cause for the jaw fracture is deemed to be misuse. The jaws were subject to forces beyond its design intent.

Event description:
During a uterine myomectomy procedure where the surgeon was avulsing beneath the myoma, the area was extremely hard that much pressure was applied on the jaw, which caused it to fracture in the pt. The jaw was recovered with no pt injury, the procedure was not prolonged and another like device was used to complete the procedure.